Event description:
It was reported that a cgm error 42 occurred, which prompted the customer to seek assistance. There was no adverse impact to the customer¿s blood glucose level. Technical support helped the customer by providing complete pump reset instructions and guided them through the pump reset process, after which the error code did not reappear, allowing the customer to successfully start their sensor session.